Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The seat upholstery was sagging causing the consumer to be sitting on the crossbraces.